Event description:
Pt was a (B)(6) male with right middle cerebral artery (mca) m1 occlusion. Physician made one pass with a merci retriever v 2.5 soft and two passes with a merci retriever v 2.5 firm. Pt had a thrombolysis in cerebral infarction (tici) score of 2a after procedure. Occlusion at the middle portion of m1 was confirmed by MRI imaging after procedure (occurrence of dissociative occlusion was suggested from the situation). Thirty six mg of tissue plasminogen activator (t-pa) was administered intravenously to the pt during procedure. Medical intervention was not performed. White clot (possibly endothelial tissue) was collected during the second pass with the v 2.5 firm. The physician thought that recanalization was achieved and finished the procedure. Physician stated that it is highly possible that the initial occlusion had been atherosclerotic and not thrombotic, thus dissection and reocclusion occurred by retrieving the atherosclerosis stenosis.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.5 soft device could not be reviewed.